Event description:
Information received by medtronic indicated that the insulin pump had an unexpected power loss alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected alarms during testing. The test p-cap locks properly in place in the reservoir compartment noted. Pump was cut open to perform visual inspection and moisture damage was found on pcba 1, as well as a corroded battery tube. The following were noted during visual inspection: pillowing keypad overlay, scratched case and corroded battery tube. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further full review of the pump history power loss alarm was found on (B)(6) 2021 at 1:47 and found on (B)(6) 2021 at 10:10 and 10:11. Additionally, numerous failed battery test alarm occurred on (B)(6) 2021 between 11:37 and 21:25 as well as (B)(6) 2021 at 10:02 to 10:04, as well as replace battery alert on (B)(6) 2021 at 1:04, 1:14, 21:08 and 21:18, and a replace battery now alarm on (B)(6) 2021 at 1:35 and 1:45. These power alarms are due to a corroded battery tube as well as moisture damage found on pcba 1 located at the flex connector. In summary, unexpected power loss was confirmed by the pump history where frequent failed battery alarms coupled with power loss alarms, replace battery alarms/alerts occurred next to each other due to moisture damage on pcba 1 and a corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.